Event description:
Reporter indicated a vns therapy handheld programming system received a "failure to establish communication" error message. The programming system has been returned to the manufacturer is pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.